Event description:
It was reported that during an implant procedure, the attempted implant of the brady lead in the left bundle branch (lbb) position was unsuccessful. The physician reported that during lead placement, when attempting to make an incision with a universal cutter accessory, the tip of the blade broke off which dislodged the lbb brady lead and the temporary pacing lead. The patient experienced asystole and ventricular tachycardia (vt) was induced. The patient was provided external rescue shocks and external device was used for pacing. The physician removed the lbb lead and replaced with a new lead successfully. No additional adverse patient effects were reported. The universal cutter and brady lead are expected to return for analysis.

Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The damaged/defective allegation was selected based on the complaint of a broken cutter blade. The remaining allegations in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Investigation to the root cause has been initiated. We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported that during an implant procedure, the attempted implant of the brady lead in the left bundle branch (lbb) position was unsuccessful. The physician reported that during lead placement, when attempting to make an incision with a universal cutter accessory, the tip of the blade broke off which dislodged the lbb brady lead and the temporary pacing lead. The patient experienced asystole and ventricular tachycardia (vt) was induced. The patient was provided external rescue shocks and external device was used for pacing. The physician removed the lbb lead and replaced with a new lead successfully. No additional adverse patient effects were reported. The universal cutter and brady lead are expected to return for analysis.